Event description:
Portion of the tip broke off during use. A 60 minute delay resulted, however the piece was retrieved from the body without injury to the pt. Procedure was completed using a back-up instrument.